Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was intermittently going into signal loss with the zm transmitters. No patient harm was reported. Investigation summary: during the course of troubleshooting with nka technical support (ts), the customer discovered a number of issues with components, such as signal amplifiers on their network, which were contributing to poor signal quality and signal loss. On going construction was also occurring at the facility at the time and is known to contribute to signal loss. Further signal loss events were reported in ticket (B)(4). On-site support was sent to the customer to resolve that issue. Per the service report, amplifiers were replaced attenuators were installed, configurations were changed, and duplicate channels were removed. There is no evidence of an nk medical device malfunction that may have contributed to the reported issue. The root cause is likely related to the hospital's wmts environment.

Event description:
The customer reported that the central nurse's station (cns) was intermittently going into signal loss with the zm transmitters. There was no patient injury reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that the central nurse's station (cns) was intermittently going into signal loss with the zm transmitters. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the site is having random dropouts on the zm devices at the central nurse's station (cns). According to the customer, the tele units are going in and out of signal loss at the cns. Technical support (ts) requested for the customer to confirm that status of the antennas and to collect a sample of the affected tele units rssi values both on and off. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the site is having random dropouts on the zm devices at the central nurse's station (cns). There was no patient injury reported.